Event description:
Customer reported difficulty in pressing the pump quick bolus/wake button, requiring multiple presses to activate the pump screen. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer on proper button pressing techniques, assisted in removing the pump case. Customer continued to use the pump for insulin delivery.